Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy - bilateral). At the time of the report, the pelvic pain, haemorrhage, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered cystitis, haemorrhage, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test done in (B)(6) 2017. Patient received treatment for pain, abnormal bleeding and bladder/urinary problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; adverse events added to case: "pain nos", "haemorrhage nos", "psychological trauma", "bladder/urinary problems". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. Cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy - bilateral). At the time of the report, the pelvic pain, haemorrhage, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered cystitis, haemorrhage, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test done in (B)(6) 2017 patient received treatment for pain, abnormal bleeding and bladder / urinary problems. Batch no cs000xc production date 2015-10-08 expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. Cs000xc, (c08208 - inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included malignant breast neoplasm. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemorrhage, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered cystitis, haemorrhage, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test done in (B)(6) 2017 patient received treatment for pain, abnormal bleeding and bladder / urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: no extension of contrast beyond the essure device, consistent with successful tubal ligation/sterilization.. Batch no: cs000xc, production date: 2015-10-08, and expiration date: 2018-06-28. Most recent follow-up information incorporated above includes: on 28-apr-2021: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. Cs000xc.c08208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included malignant breast neoplasm. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemorrhage, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered cystitis, haemorrhage, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test done in (B)(6) 2017 patient received treatment for pain, abnormal bleeding and bladder / urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: no extension of contrast beyond the essure device, consistent with successful tubal ligation/sterilization. Batch no: cs000xc, production date: 2015-10-08, and expiration date: 2018-06-28. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporters information added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.